Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the fluorouracil drug was mixed in 115 ml sodium chloride 0.9%. H4: the lot was manufactured between november 25-26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and a speck of white drug powder was located at connection of the blue winged luer cap and flow restrictor suggesting a leak may have occurred; no image of a liquid leak was shown in the photo. The reported condition was verified. The cause of the issue could not be determined; however, may be use-related to tightening the cap. The product label (IFU) indicates the blue winged luer cap should be securely connected to the device after fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking at the blue winged luer cap. The leak was described as, ¿drug leakage out of the line onto the blue cap¿ and ¿drug on outside on blue cap on end of prime line¿. The leak was observed prior to patient use. The device was filled with fluorouracil 3950mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.